Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding'), device dislocation ('2 metal coils lodged in my bladder and cervix/migration'), perforation ('perforation') and menorrhagia ('menorrhagia (everyday since implant)') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, abdominal pain, weight loss, bloating, cervix neoplasm, vulvovaginal candidiasis and acute vaginitis. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria disability and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), neuromyopathy ("neuromuscular problems"), diarrhoea ("diarrhea"), nausea ("nausea"), headache ("headache"), fatigue ("fatigue") and feeling abnormal ("foggy/cloudy brain"). The patient was treated with surgery (endometrial ablation, laparoscopic supracervical hysterectomy, removal of foreign bodies from pelvis, right salpingectomy, and partial hysterectomy, diagnostic laparoscopy, left salpingo,oophorectomy, cauterization of endometrii). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, device dislocation, perforation, menorrhagia, dyspareunia, neuromyopathy, diarrhoea, nausea, headache, fatigue and feeling abnormal outcome was unknown. The reporter considered device dislocation, diarrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, menorrhagia, nausea, neuromyopathy and perforation to be related to essure. The reporter commented: the seriousness criterion ¿disability/permanent damage¿ was reported, but not specified or assigned to one of the events. Discrepancy noted in date of insertion (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: a. Bilateral fallopian tubes and left ovary, left salpingo-oophorectomy and right salpingectomy: ovarian hemorrhagic corpus luteum. Ovarian cystic follicle. Complete cross sections of unremarkable fallopian tubes. B. Foreign bodies, bilateral, removal: foreign bodies (gross description only). C. Vulvar lesions x 2, excision: two dermal melanocytic nevi.. Ultrasound pelvis - on (B)(6) 2019: ovaries are normal in appearance. There is corpus luteum cyst on left. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2020: pfs and mr received: menorrhagia (everyday since implant), perforation, dyspareunia, neuromuscular problems, diarrhea, nausea, headache, fatigue, foggy/cloudy brain, patient history, lab data and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5090359) on 28-oct-2019. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('bleeding') and device dislocation ('2 metal coils lodged in my bladder and cervix') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria disability and intervention required) and device dislocation (seriousness criterion medically significant) with pelvic pain. The patient was treated with surgery (partial hysterectomy). At the time of the report, the genital haemorrhage and device dislocation outcome was unknown. The reporter considered device dislocation and genital haemorrhage to be related to essure. The reporter commented: the seriousness criterion ¿disability/permanent damage¿ was reported, but not specified or assigned to one of the events. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5090359) on 28-oct-2019. The most recent information was received on 12-nov-2019. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('bleeding') and device dislocation ('2 metal coils lodged in my bladder and cervix') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria disability and intervention required) and device dislocation (seriousness criterion medically significant) with pelvic pain. The patient was treated with surgery (partial hysterectomy). At the time of the report, the genital haemorrhage and device dislocation outcome was unknown. The reporter considered device dislocation and genital haemorrhage to be related to essure. The reporter commented: the seriousness criterion ¿disability/permanent damage¿ was reported, but not specified or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2019: quality-safety evaluation of product technical complaint. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.